Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect part not returned to manufacturer for analysis. Part not returned.

Manufacturer narrative:
The monitor cable was replaced on the system in the field and this resolved the issue. System is not fully functional. Suspect cable was discarded by the customer.

Manufacturer narrative:
Correction: the 3500a follow up-1 incorrectly stated, "system is not fully functional." It should have read, "system was fully functional."

Event description:
A site representative reported a navigation system with exposed cables near the control unit; if the monitor angles, the image disappears. No further details were provided. There was no patient present when this issue was identified.